Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving high readings on his adc freestyle libre sensor compared to a competitor meter. On (B)(6) 2019, sensor readings of 188 mg/dl, 172 mg/dl, 465 mg/dl, 358 mg/dl, 319 mg/dl, 334 mg/dl, 341 mg/dl and 460 mg/dl were obtained and based on the readings, customer self-treated with a 8 fast insulin units of injection. Customer re-scanned glucose level and obtained readings of 473 mg/dl, 477 mg/dl, 311 mg/dl and ¿hi¿ (a reading greater than 500 mg/dl). The customer experienced more and more symptoms described as ¿major hunger type, visual impairment¿. Customer then ate a piece of cake, drank juice fruit but subsequently lost consciousness and was taken to the hospital by an ambulance. Upon arrival, a reading of 30 mg/dl was obtained on the hcp¿s competitor meter, the customer was diagnosed with hypoglycemia and given an IV (type/dose unknown). Additional hcp readings of 80 mg/dl and 180 mg/dl were obtained compared to a ¿replace the sensor¿ error message from the libre. No additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings on his adc freestyle libre sensor compared to a competitor meter. On (B)(6) 2019, sensor readings of 188 mg/dl, 172 mg/dl, 465 mg/dl, 358 mg/dl, 319 mg/dl, 334 mg/dl, 341 mg/dl and 460 mg/dl were obtained and based on the readings, customer self-treated with a 8 fast insulin units of injection. Customer re-scanned glucose level and obtained readings of 473 mg/dl, 477 mg/dl, 311 mg/dl and ¿hi¿ (a reading greater than 500 mg/dl). The customer experienced more and more symptoms described as ¿major hunger type, visual impairment¿. Customer then ate a piece of cake, drank juice fruit but subsequently lost consciousness and was taken to the hospital by an ambulance. Upon arrival, a reading of 30 mg/dl was obtained on the hcp¿s competitor meter, the customer was diagnosed with hypoglycemia and given an IV (type/dose unknown). Additional hcp readings of 80 mg/dl and 180 mg/dl were obtained compared to a ¿replace the sensor¿ error message from the libre. No additional information was reported. There was no report of death or permanent injury associated with this event.